Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder, tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of material was unable to be identified. Additionally, the foreign material was likely not removed because reprocessing could not be conducted properly due to leakage from the right/left/up/down angulation control knobs. The events can be detected and prevented in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual chapter 3, preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.